Manufacturer narrative:
Age/date of birth: information unknown / not provided. Gender: information unknown / not provided. Date of event: exact dates not provided. Model number: the model number is unknown, as the serial number was not provided. It was indicated to be a intralase femtosecond laser. Serial number: unknown, information not provided. Catalog number: a complete catalog number is unknown as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. If implanted; give date: n/a. The intralase femtosecond laser is not an implantable device. If explanted; give date: n/a. The intralase femtosecond laser is not an implantable device; therefore, not explanted. Telephone number: information unknown / not provided device manufacture date: unknown, as the serial number was not provided. The system is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
The following article was received based on a literature review: article: cosmetic keratopigmentation in sighted eyes: medium- and long-term clinical evaluation. A prospective, interventional, consecutive, multicenter study was done to assess the medium- and long-term outcomes of keratopigmentation (ktp) as a surgical alternative to change the cosmetic appearance of healthy eyes. A total of 79 eyes of 40 patients were included in the study with 39 patients undergoing femtosecond laser¿assisted intrastromal keratopigmentation (fak) using mineral micronized pigments and 1 patient undergoing superficial automated keratopigmentation. Of the 40 patients, 23 patients were treated with intralase fs (abbott medical optics) and 17 patients were treated with wavelight fs200 (alcon) to create a circular stromal tunnel. Two patients whose ocular history was positive for lasik surgery experienced an intraoperative pigment dispersion at the site of the lasik flap interface (n=2) in which one patient required to manually wash the interface to eliminate the pigment. One of the patients, whose ocular history was positive for a previous lasik surgery, developed a bilateral and progressive corneal ectasia with =1 diopter (d) increase in maximum keratometry after 6 months (n=1). The case was successfully treated by performing a standard epithelium-off corneal collagen cross-linking. It is not clear if these events occurred in the eyes treated with intralase fs or the other product.